Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter, which resulted in a leak during injection was confirmed; however, the exact cause could not be determined from the three photographs that were provided for investigation. Each photo showed a non-bd cap attached to a purple connector from a powerpicc. The purple extension leg tubing was being held with a gloved hand and pulled to the side, which revealed a breach in the extension leg at the distal end of the connector. The characteristics of the adjoining surfaces of the breached tubing could not be observed in the photos. It appeared that a portion of the tubing was intact and keeping the connector attached to the extension leg tubing. The damage was reportedly detected more than 30 days after placement, which indicates that the damage most likely developed over time; however, the exact mechanism of damaged could not be determined from the evidence provided for investigation. A lot history review (lhr) of redx2327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the following issue for a powerpicc catheter: "a powerpicc, single lumen 4fr catheter placed on (B)(6) 2020 on ircc by dr. (B)(6). Lot number redx2327, ref 6174355. The catheter was placed in a male. Absorption in uz leuven on (B)(6) 2020 instead of small intestine fistula for which abdominal surgery was performed and start parenteral nutrition (tpn olimel n7e + micronutrients). The tpn runs through the night from 8pm to 8am, during the day no medication is administered through the catheter. As our internal procedure dictates, it is always rinsed with 20 ml nacl 0.9% after administration of tpn. Prior to administration, the position of the catheter and functionality is checked with 10 ml nacl 0.9%. On the 5th of may, around 8pm, the nurse wanted to check catheter functionality and then hang the tpn. She found that the catheter was no longer usable, i.e. Leakage when injected. No abnormal pressure forces were applied to the catheter in the days before, no sharp objects were used or other problems were identified. The catheter has always worked properly (checked in the file and confirmed by the nurse). The catheter team then started assessing the catheter on the 19th of may bedside. It could be determined that the pipe has come loose from the catheter hub. It's a fairly 'even and straight break' which makes it look like the piece of pu pipe has come loose from the hub or hasn't kept the glue there properly. In consultation with the attending physician, the patient did not receive tpn on the 18th of may, a peripheral drip was pricked so that fluid could be administered over the night. On the 19th of may, our PICC team then installed a new catheter (switched over the guidewire, current catheter: pro-PICC CT from medcomp)."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc catheter. Use residues were observed throughout the sample. A partially circumferential split was observed at the luer/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material discoloration and deformation were observed in the vicinity of the split. The fracture features were consistent with tubing breakage caused by material fatigue. The location of the split suggested that device securement, maintenance and access techniques may have contributed; however, it appeared that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of redx2327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the following issue for a powerpicc catheter:"a powerpicc, single lumen 4fr catheter placed on (B)(6) 2020 on ircc by dr. Xxx. Lot number redx2327, ref 6174355.the catheter was placed in a male.absorption in uz leuven on (B)(6) 2020 instead of small intestine fistula for which abdominal surgery was performed and start parenteral nutrition (tpn olimel n7e + micronutrients).the tpn runs through the night from 8pm to 8am, during the day no medication is administered through the catheter. As our internal procedure dictates, it is always rinsed with 20ml nacl 0.9% after administration of tpn. Prior to administration, the position of the catheter and functionality is checked with 10ml nacl 0.9%.on the 5th of may, around 8pm, the nurse wanted to check catheter functionality and then hang the tpn. She found that the catheter was no longer usable, i.e. Leakage when injected. No abnormal pressure forces were applied to the catheter in the days before, no sharp objects were used or other problems were identified. The catheter has always worked properly (checked in the file and confirmed by the nurse).the catheter team then started assessing the catheter on the (B)(6) 2020 bedside. It could be determined that the pipe has come loose from the catheter hub. It's a fairly 'even and straight break' which makes it look like the piece of pu pipe has come loose from the hub or hasn't kept the glue there properly (see photos).in consultation with the attending physician, the patient did not receive tpn on the (B)(6) 2020, a peripheral drip was pricked so that fluid could be administered over the night. On the (B)(6) 2020, our PICC team then installed a new catheter (switched over the guidewire, current catheter: pro-PICC CT from medcomp)."